Event description:
It was reported that the patient experienced an intermittent surging and shocking sensation from their implantable neurostimulator (implanted 6.5 years ago). When the patient would turn off the neurostimulator the sensation would go away. There were no accidents or events associated with this event. No information was provided related to the patient's outcome. Additional information had been requested, but was not available as of the date of this report. Additional information had been requested, but was not available as of the date of this report.